Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the revision had not been scheduled yet, but they indicated that both the lead and is would be returned for analysis after the revision occurs. The patient¿s weight at the time of the event was asked but was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was feeling variations in their stimulation despite running programs at 10.5v, and the patient was recharging an average of 2.5 hours for a 20% charge. There were no reported factors that may have led to these issues. The patient's electrode impedance shows both contacts 5, 6 >10k ohms. During surgery, an impedance test was done after disconnecting the ins and after disconnecting the extension, it was determined that the implanted lead was the issue. The patient's system was replaced, and the issue was resolved. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on february 17, 2020. It was reported that the cause of the high impedances in the lead and the variations in stimulation were not determined. The explanted components were at the account for decontamination, and they would be returned as soon as decontamination was completed. No further complications were reported or anticipated.

Manufacturer narrative:
Supplemental to update h.6 codes, previous fdc, fdm, fdr codes no longer apply. H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead body conductors were broken 7.6cm from the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for oc citpital neuralgia and spinal pain. It was reported that the patient noticed intermittent stim the week prior to the report. Contacts 6 and 7 were out when they were checked on (B)(6) 2019. The lead is occiptial. The rep tried to program around the lead, but they did not have success. Therefore, a revision will be scheduled. The rep said a revision would be scheduled and the lead will be sent back for analysis. No further complications were reported.